Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter read inaccurately low in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue began in the ¿early morning¿ of (B)(6) 2016 and claimed that the patient obtained a result of ¿40mg/dl¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and the reporter detailed that the patient had administered his usual dose of humalog and lantus insulin on (B)(6) 2016. The reporter detailed that the patient had developed a symptom of ¿feeling like he was going to pass out¿ an unknown time prior to obtaining the allegedly inaccurate results and that on (B)(6) 2016 the patient visited an emergency room (ER) where he had his blood glucose tested on an ER meter, which gave a result of ¿600mg/dl¿ and he was subsequently treated by a healthcare professional with humalog insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure; however, the subject test strips had expired at the time of use. Replacement products were sent to the patient. This complaint is being reported as the patient reported a clinical sign that meets lfs criteria of a serious hyperglycemic event, and subsequently received medical intervention from a healthcare professional for this condition, after the alleged meter issue occurred.